Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 485 mg/dl and 600 mg/dl. The customer treated high blood glucose level with insulin pump. The customer did not mention any symptom related to high blood glucose event. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the drive support cap was sticking out. The customer also reported a compromised force sensor system error. The customer stated that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump failed the self test. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor system alarm. Insulin pump received with broken reservoir tube lip.